Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd implemented a thorough investigation following our corrective preventative action protocol. This was opened for a trend in reports of ¿needle clogged / blocked¿, ¿aspirate / draw (cannot / difficult)¿, and ¿needle bent¿. All three of these issues have the same net effect: temporary interruption of flow of insulin into the reservoir. Based on the investigation, these issues appear to be related to the use case which involves drawing insulin from a vial into a syringe and then filling the reservoir of the insulin pump via a small port off the body in an iterative process, utilizing existing / ¿off the shelf¿ products rather than a product designed for this use. Bd products are designed to be single use, and because this is an "off the shelf" product, bd specifications do not take into account any requirements specific to the tandem use case. The investigation concludes the complaints are related to the use case and not due to a product nonconformance.

Event description:
It was reported that 5 bd precisionglide¿ needles experienced broken needles. The following information was provided by the initial reporter: pt called to get some replacement cartridges. She is good on infusion sets but the cartridges haven¿t been lasting as long. Needs replacements to hold her over until she is allowed to reorder supplies. Caller reported needle breaking sometimes when screwing in and when trying to fill the syringe with insulin from the vile (not cartridge). Number of occurrences - 5 time. Did issue cause any injury? - no. Did customer require medical intervention? - no.